Manufacturer narrative:
Age at time of event: the patient was reported to be in their '80s'. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by cloudy effluent. The breach in aseptic technique was further described as the titanium adapter had come off from the connecting tube at the patient's residence. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with an unspecified medication (dose, route and frequency were not reported) for an unspecified indication. The patient was discharged from the hospital thirteen days after the event onset. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow up.

Manufacturer narrative:
Age at time of event: the patient was reported to be in their '80s'. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by cloudy effluent. The breach in aseptic technique was further described as the titanium adapter had come off from the connecting tube at the patient's residence. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with an unspecified medication (dose, route and frequency were not reported) for an unspecified indication. The patient was discharged from the hospital thirteen days after the event onset. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow up.